Event description:
The complainant reported the use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, a persistent 'placement signal not reliable' alarm occurred. Despite comprehensive troubleshooting and successful maintenance of impella hemodynamic support, the absence of a reliable placement signal continued. Given that the issue arose during a critical stage of the procedure, the physician elected to continue and complete the procedure. The pump remained operational until weaning and explant. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Data logs were not recovered. Pump was returned and inspected. The cause of the optical signal issue was a damaged sensor due to the reported placement signal failure. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer.